Manufacturer narrative:
Patient is experiencing pain. Revision surgery is planned to replace poly insert. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient is experiencing pain. Revision surgery is planned to exchange poly inserts.